Event description:
Ez way sling rated for 1000 lbs failed. Failed when the black leg loop split while the staff were transferring resident. Resident fell to the floor, falling approximately 41 inches. No major injury determined from the fall.